Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: we have had 4 instances of antineoplastic leaking from the connection point between the male luer component on the texium line (the green luer lock end) to the distal female access port on the primary bd IV tubing. The lot number and expiration date of the texium line involved with the most recent leak (today) is: lot# 25045002, exp: 03/31/2028. Additional information received from the customer: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, hazardous spill was cleaned.

Manufacturer narrative:
One sample was received for quality evaluation. The sample was primed and connected to a sample bd smartsite. Leakage was noticed coming from between the texium connector and the bd smartsite. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 22602-b007t lot number 25045002 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.